Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the intermittent e333 error could not be reproduced. No device abnormalities were found. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center displayed an intermittent e333 touch panel error code during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: corrected field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the event was found in preparation for use for an unknown intended procedure. No delay reported.